Event description:
Revision due to dislocation and elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Revision due to dislocation and elevated ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 121887350/2959965 product/lot code combination. A search of the complaints databases finds no other reports against the remainder product/lot code combination. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.